Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead, programmed to a non-traditional vdd mode, exhibited a possible atrial arrhythmia with under-sensing or a normal rhythm with over-sensing, with some parts of the electrogram (egm) possibly suggesting far field r-wave (ffrw) atrial over-sensing of the qrs complex. The rv lead remains in use. No patient complications have been reported as a result of this event.